Event description:
Boston scientific received information that an alert was received for this system due to atrial impedance measurements less than 200 ohms. A review of the impedance trend did note a downward trend, but still within in normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.